Event description:
Tech alleged that the brakes would set but not hold. No injury reported.

Manufacturer narrative:
The tech performed a function check and found the brake caster was not working; the brake caster did not brake. The tech replaced the three brake casters and also replaced the brake steer caster to resolve the issue.